Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) on this pacemaker was triggered due to a low right ventricular (rv) pacing lead impedance less than 200 ohms. The rv lead was not manufactured by boston scientific. The physician elected to leave the lead programmed in unipolar configuration. No additional intervention has been performed.